Event description:
It was reported, PICC catheter was placed under ultrasound on (B)(6) 2025, and rupture was found at 28 cm during maintenance on (B)(6) 2025. The catheter has been used for less than 3 months. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter is confirmed; however, the exact cause is unknown. One photograph of a groshong catheter was returned for evaluation. An initial visual observation of the photograph showed the catheter outside of the patient and held in hand by a clinician with much of the tubing missing. Only the proximal portion of the catheter was shown in the photograph and the distal end of the catheter was obscured by an orange box that had been annotated onto the photograph; therefore, no details of the break could be discerned. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.